Event description:
Had the essure procedure done. I've been in constant stomach pain since. Hurts to have intercourse. Hurts even worse during my period to where I can't even stand and the bleeding is often very bad.